Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had to press the touchscreen buttons multiple times for the pump to respond and now the touchscreen is completely unresponsive. Customer had elevated blood glucose levels (349 mg/dl). Customer stabilized blood glucose levels with injections. It was indicated that the customer has a back up method for continued insulin therapy.